Event description:
A home pt contacted baxter's technical service center for assistance during the initial drain cycle of their automated peritoneal dialysis therapy. Per initial report, the pt did not open the clamp on the pt line of the homechoice cassetted prior to the prime cycle. Baxter technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the inital report.